Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure which was completed by resetting geometry. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was restarting intermittently. The review of the log file showed geometry errors and communication with suite pc times out. Upon troubleshooting, the fse identified that the issue occurred due to much traffic on the hospital network. Fse changed the system firewall settings. After which the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the geometry was resetting and the system displayed the message "geometry starting, do not change source image distance (sid)". The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.